Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button intermittently stopped functioning when attempting to deliver a quick bolus. The customer confirmed that the pump did turned on. During troubleshooting with tandem technical support, the customer reported that the wake button functioned normally. The customer's blood glucose level was 112 mg/dl. Reportedly, the customer continued using the pump for insulin therapy.